Event description:
It was reported that: the patient complains of fatigue. The patient stated that her chromium levels are normal. She stated that her cobalt levels are 7.4. The patient further stated that she doesn't know if its her old age or depression. She doesn't want to go through another surgery. She will be following up with her surgeon and will require to have an MRI.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.